Event description:
Patient had a gamma nail implanted in left hip several months ago. Implanting surgeon decided that the gamma nail needed to be replaced with a total hip. A universal hip replacement was done. Patient taken to pacu in stable condition.